Event description:
Reporter states that a duracon stabilized knee was implanted october 1996, and screw backed out of the tibia and was removed and replaced on 3/13/98.

Manufacturer narrative:
Summary of eval: the info provided & the examination results suggest that this event is not device related but rather is associated with insufficient torque being applied to the screw in the baseplate.